Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs system was explanted and replaced. Effective stimulation was restored with the surgical intervention. The scs ipg was electively replaced.

Event description:
It was reported the patient's tripole lead has migrated and is no longer providing effective stimulation. Surgical intervention will be taken at a later date to address the issue. The patient's device information is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.